Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that after an unspecified surgical procedure it was observed that the motor device was leaking oil at the hose sleeve ring and the ring was slipping. It was reported that there were no delays due to the event as an identical spare device was available for use. It was reported that there was no patient involvement. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed an oil leak around the valve and sleeve rings area due to loose crimp ring. Therefore, the reported condition was confirmed. It was determined that this was due to a manufacture fixture. The assignable root cause was determined to be due to improper manufacturing/ assembly. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.